Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is absence of the essure on the right fallopian tube') in an adolescent female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of left sided essure (absent right-sided essure)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "device dislocation". Quality-safety evaluation of ptc: unable to confirm compliant . Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is absence of the essure on the right fallopian tube') in an adolescent female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of left sided essure (absent right-sided essure)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "device dislocation". Quality-safety evaluation of ptc: unable to confirm compliant based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.